Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
(B)(4) received an information that deceased person. No details are known at this time, there is also no information supporting statement that arjohuntleigh product has caused or contributed to death. Arjohuntleig is currently attempting to gather more information regarding this issue.

Manufacturer narrative:
Arjohuntleigh is in the process of gathering more information that could allow to indicate potential root cause of the event. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 11th may 2017 arjohunteligh was provided with additional information regarding circumstances of the event. On (B)(6) 2015 the resident was dropped from a sling lift being operated by the facility's staff and fell at least five feet to the ground. As a result, she sustained a l1 vertebra fracture and an intertrochanteric fracture in the right femur requiring her to a right hip hemiarthroplasty. On (B)(6) 2015, the resident has passed away.

Manufacturer narrative:
An investigation was carried out into this complaint. On 22-mar-2017 arjohuntleigh in (B)(4) received by a registered letter a notification of civil action. Arjohuntleigh was informed about a patient death. At that moment there was no means to identify the device involved, date of the incident or the sequence of event. With that limited information on 24-mar-2017 a complaint with our internal number (B)(4) was decided to be opened due to allegation of patient death and possible involvement of arjohuntleigh equipment. Since the information recorded in complaint file have not indicated that arjohuntleigh device caused or contributed to a death or serious injury, the attempts were made to gather more information from the opposing side of the law suit via the legal counsellor of the arjohuntleigh group. On 16-may-2017 arjohuntleigh received additional information regarding the circumstances of the event from the opposing counsel. The letter indicates that on (B)(6) 2015 a female patient fell from a sling lift operated by the facility's staff at least five feet to the ground. As a result the patient sustained a l1 vertebra fracture and an intertrochanteric fracture in the right femur requiring a right hip hemiarthroplasty. The patient was taken to home on (B)(6) 2015. It was indicated that while at home a patient condition "continued to greatly deteriorate". On (B)(6) 2015 a patient passed away. The alleged device involved in the incident was identified as maxi move kmclun, serial number (B)(4). The above information constituted a basis for further search. This resulted in finding of an incident involving maxi move iii reported in (B)(6) 2015, that occurred at (B)(6), recorded under our internal number (B)(4) (MDR 9681684-2015-00026 ). However, further attempts to verify if these both incidents are the same was not confirmed as serial numbers and date of events were different in both cases. Basing on that it was decided to consider the incident investigated here as separate event. Despite several attempts and our best effort, no further information regarding the incident, patient weight, model of sling, wheatear all the clips were correctly attached was provided. While reviewing reportable complaints for patient fall out of sling we have found several factors that may lead to this type of situation: clip detached from the lift, clip cracked, wrong size of sling used, sling strap broken, low battery charging may cause intermittent work of the device, lift straps broken or patient slips out of sling from unknown reason. In the complaint at hand however, none of the above could be confirmed or excluded as the sling allegedly involved in the event was not evaluated also no information about patient weight was revealed. In addition no information about patient treatment applied directly after the event was provided, also it is unknown if a patient received a medical help when staying at home for 4 month after the fall and before death. With that limited information, it is impossible to indicate a root cause of the incident. It remained unknown if arjohuntleigh device could cause or contributed to the patient outcome. Should we obtain any information that would change the outcome of our complaint investigation, an update will be sent to authority.

Manufacturer narrative:
Arjohuntleigh is still in the process of gathering more information and clarifying the serial number of the device. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2017 additional information was provided that the incident may be the same as already reported under MDR 9681684-2015-00026. This however needs to be further confirmed as different serial number was initialy provided.